Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The reload was loaded onto the powered handle. Pushed the blue button and tried to close the jaws, however, the jaws were unable to be closed. But the jaws were articulated on their own, then the device did not react. Removed the adapter and re-inserted the battery, however, click sounds were heard. The handle indicator was flashed and the status indicators were illuminated blue. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.